Event description:
It was reported that the burr broke off inside and bearings coming out. At the time of the report, there was no known patient impact reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m r8-af02, serial/lot #: (B)(6) , UDI#: (B)(4) h3: product analysis: no conclusion can be drawn as the device was not yet returned. Once the device received, evaluation will be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the burr broke off inside and bearings coming out. At the time of the report, there was no known patient impact reported.

Manufacturer narrative:
D9: product analysis of concomitant product: evaluation determined that the attachment bearings came out due to distal bearing corrosion. It was also noted that no abnormalities found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis :evaluation determined that the burr broke off inside issue was confirmed and device was scrapped. The likely cause of failure is could not be determined. It was also noted that no abnormalities found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the burr broke off inside and bearings coming out. At the time of the report, there was no patient impact reported.